Event description:
On feb 2, 2008, the lay-user/pt contact lifescan (lfs) alleging that a one touch fasttake meter had a battery indicator issue. The pt indicated that the alleged meter issue started in 2008, in the evening. As a result of the alleged meter issue, the pt took her usual dosages of metformin (1000 mg) twice a day and glipizide xl (2.5 mg). On an unspecified date/time after the issue began, the pt developed symptoms of shakiness, dizziness, nausea, and feeling like she would pass out. The pt administered self-care seven days later, at 1:30 pm by eating food and/or drinking a beverage. It would have been helpful to know the following info: the pt's testing frequency, her normal/expected blood glucose levels, her medication and diabetes management regimens, and if the pt made any changes to the regimens during the time of concern. In addition, it would have been helpful to know what date/time the symptoms developed and what actions the pt took before the symptoms started. The reported meter issue was not resolved with troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. It is not clear as to how long the pt was unable to test her blood glucose during the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.